Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. The pump was received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. The pump was unable to perform the self-test, unexpected restart error, displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery tests, or verify operating currents due to blank display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid. The customer's blood glucose level was unknown. The customer states the pump was exposed to chlorine water. The customer states the pump had water under the lcd screen. The customer was advised the pump would have to be replaced.